Event description:
It was reported that when an asymptomatic patient presented for a lead revision, lead undersensing issue was observed due to r-wave amplitude on the rv lead. No other anomalies were observed on the lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable and will continue to be monitored.